Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified elastomeric device leaked around the blue cap. The issue was found while unpacking. The device was filled with 3150mg fluorouracil diluted in sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d1, d4, h4, h6(update codes), h11 h4: the lot was manufactured between april 21-23, 2025. H11: the actual device was not available; however, two photographs of the sample were provided for evaluation. Visual inspection was performed on the photo sample and white drug residue was observed at the blue winged luer cap from one folfusor device which suggested leak may have occurred at this location. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.